Event description:
The dental implant fx4012swc was removed on (B)(6) 2018 due to loss of osseointegration 1 year and 4 months after implantation. The doctor noted bone resorption during the surgery. The patient required bone augmentation. The patient has no significant medical history. The patient has recovered without complications.